Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed the by the customer. The instrument and suction channels were flushed with water and ddn9 neutral disinfectant detergent. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, distal end/areas around the elevator, were manually cleaned using scopeclean brushes with ddn9 neutral disinfectant detergent. Manual disinfection was performed with ddn9 neutral disinfectant detergent. Soluscope 4 was used as the automatic endoscope reprocessor, along with soluscope cln detergent and soluscope paa disinfectant, and stored horizontally. The suspect device was returned to olympus for evaluation and repair. Upon inspection and testing of the device, the light guide cover lens and distal end cap were observed to be cracked. The rubber glue on the bending section showed signs of deterioration. The insertion tube was wrinkled and showed signs of chemical damage and wear. Switch button 1 was punctured. The light guide universal cord was buckled and showed signs of chemical damage and delamination. The channel system failed functional testing as the channel cleaning brush could not pass through. The image and light transmission system passed operational checks. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that unexpected contamination was detected while performing routine microbiological testing of the evis exera iii gastrointestinal videoscope. The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and tested positive for 2 colony forming units (cfu) of pseudomonas spp. The results obtained are in line with the target level defined in instruction dgos/pf2/dgs/vss1/2016/220 of (B)(6) 2016. There was no report of patient or user contamination or harm due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.